Manufacturer narrative:
(B)(4). Review of this MDR shows that there is no information to reasonably suggest that the device in this report may have caused or contributed to a serious injury. The type of reportable event was corrected to reflect malfunction rather than serious injury.

Event description:
Additional information received from the patient reported that the patient's circumstances leading to the stroke feeling included tearing and drooling on the left side. An MRI was scheduled and the patient contacted the device manufacturer to make sure the device was turned off correctly for safety reasons. There were no steps taken to resolve the lack of therapeutic effect, stimulation issues and stroke feeling. The device was turned off for the MRI and then turned back on.

Manufacturer narrative:
Concomitant medical devices: product ID: 3037, serial# (B)(4), product type: programmer, patient. Product ID: 3889-33, lot# va0a1tq, implanted: (B)(6) 2013, product type: lead. (B)(4).

Event description:
Compatibility guidelines were requested for a MRI. There was not a suspected problem with the device or therapy. Patient thought she was having a stroke on (B)(6) 2015. She had a CT scan and now was looking into MRI. The patient had a MRI a year ago with no issue. The second implant, which is the current implant, had not been effective, sometimes working, sometimes not. She had seen hcp (healthcare provider) multiple times. Reprogramming performed multiple time. Patient stated they had tried everything imaginable, so she wears a pad. She also noted when ins (stimulator) was off, she feels like there was still stimulation present. The neurostimulator was for urinary dysfunction/sacral nerve stimulation and gastrointestinal/ pelvic floor. Additional information has been requested but was not available as of the date of this report. A follow-up report will be made if additional information becomes available.